Event description:
During left-sided iliac crest aspiration for bone marrow concentration and allografting, the tip of the a small portion of the sleeve of the needle broke off and imbedded in the bone of the iliac crest. It was left in place so as to not do more damage attempting to retrieve it. Xray confirmed tip of the sleeve was imbedded in the patient's iliac crest.

Event description:
Additional information received for report mw5151572 on 03/06/2024 to update manufacturer.